Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient came for a follow up in (B)(6) 2022 with battery impedance at 5.66 kohms. Less than 6 months later the impedance was over 13 kohms and the patient was in rrt.

Manufacturer narrative:
Correction: the report source in section g.2 has been changed from the initial report from "company representative" to "health professional". Evaluation: - since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. - the returned pacemaker could not be interrogated nor reinitialized, and no pacing was observed. - however, electrical characteristics of the pacemaker were within specifications and no overconsumption was suspected. - based on available data, no issue is suspected with the subject pacemaker.

Event description:
Reportedly, a patient came for a follow up in (B)(6) 2022 with battery impedance at 5.66 kohms. Less than 6 months later the impedance was over 13 kohms and the patient was in rrt.